Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was likely related to the implant procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. On (B)(6) 2026, the patient presented to a follow-up, the incision site was swollen, and a hematoma was confirmed. It was noted the hematoma had presented within days of implant. The patient did not complain of pain, and stated it had improved. The hematoma was drained and bandaged. It was noted all the fluid from the hematoma was old blood, and no additional intervention was planned. As of (B)(6) 2026, the hematoma had resolved.

Manufacturer narrative:
Updated fields: a3a, a4, a6, b4, g3, g6, h2, h11. Cvrx ID# (B)(4).